Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator (ICD), (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead coil impedance had been variable and up over 200 ohms. The device had migratedupwards. At the device pocket revision the lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.